Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later patient experienced lower abdominal pain, recurrent mesh erosion, dyspareunia, vaginal discharge, and incontinence. Revisions and excisions of the mesh and mesh repositioning distally were performed.